Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Customer declined further troubleshooting with tandem technical support and planned to perform a cartridge change to resolve the issue. Customer's blood glucose was 117 mg/dl. No additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.